Manufacturer narrative:
Product analysis: the valve remains implanted; therefore, no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a post balloon aortic valvuloplasty (bav) was performed. Severe paravalvular leak (pvl) was reported and possible ventricular movement. A second transcatheter bioprosthetic valve was implanted at the proper annular level and resolved the pvl. No additional adverse patient effects were reported.